Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier would not work. The device clips kept crossing over. Another like device was used to complete the procedure. The patient was discharged. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).